Event description:
It was reported that the patient's pacemaker had eroded through the pocket. Additionally, a pocket infection was noted. The patient's pacemaker system was removed and replaced. The patient is in recovery.